Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that toward the end of the case of an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not closing flushly or in alignment. It was not so severe he could not finish the case. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25155342, 25155350, and 25155474 the last 3 lots shipped to the account prior to the event/aware date. The lots # 25155342, 25155350 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. 17217 - a discrepancy in the maximum dose specification on the certificate of processing (max dose specification = 38 kgy) was identified for twelve (12) gamma process loads (initiated (B)(6) 2020) that were reviewed against the revised, released procedure 90519293 rev bk (maximum dose specification = 40 kgy). ]. Based on the DHR/lhr review results, it was determined that there is a /is no relation between the batch manufacturing process and the reported failure. A lot history record review was completed for lots 25155474 the last lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that toward the end of the case of an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not closing flushly or in alignment. It was not so severe he could not finish the case. The hospital did not report any patient effects.